Event description:
Report #1 of 3 received of an inconsistency in the amount of medication delivered. It was reported that the pump was programmed in the pca only mode to deliver morphine sulfate 1mg every 10 minutes with a 4-hour lockout of 30mg. The pump history indicated that 3.8mg had been delivered, but there was 15ml gone from the vial. There was no pt adverse event. This same scenario occurred with the same pt, on three separate occasions with three separate pumps. The customer contact suspected possible tampering with the device. It was reported that the pt's spouse was an employee of the hospital, though not in a nursing capacity.